Event description:
Device malfunction: none. Symptoms/ae: right middle cerebral embolic stroke. Time of symptoms/ae: seven days post procedure, continuing. It was reported that approximately seven days post right internal carotid artery stent implantation, the patient experienced dysphasia, visual changes and difficulty driving. Carotid duplex showed a patent stent and CT of the head showed no acute hemorrhage. The symptoms initially resolved within three days. The patient reported that on his initial hospital discharge in 2007, post stenting, he continued to take plavix, but did not take his aspirin medication until nine days later. Twelve days post-procedure, the patient developed decreased left hemiparesis and slurred speech. He was hospitalized two days later and diagnosed with right middle cerebral embolic stroke, treated with heparin. Tests showed a patent stent and MRI was consistent with right middle cerebral stroke. The patient's condition is improving and he has been discharged to rehabilitation. No additional information is available. Study event.

Manufacturer narrative:
A review of the device lot history record revealed no non-conforming material reports which could have contributed to this complaint.